Manufacturer narrative:
As no lot number was provided it has not been possible to review the mr004 mfg record to confirm that the product was mfg within specifications. Reported defect: unilateral deflation of the right breast implant. Condition of product: product was received inside a single sealed peel pouch with activated sterilization indicators. The pack included distributors report and health professionals' paperwork, including decontamination certficate. Background of the surgery: original surgery was performed by dr on an undetermined date using hutchison hsl 420cc saline-fill implants, which were filled to an unk volume. The pt visited dr clinic in regards to a suspected deflation of the right breast implant. The pt underwent bilateral replacement surgery in 2007. The implants were replaced with mentor 425cc devices that were filled to 450cc (right) and 480cc (left). Visual inspection: visual inspection identified a valve shell tear that measures approx 4mm in length which is located on the 6 o'clock position (when the product was held in such a position that the brand name was upright and horizontal). Product inspection: pressure testing could not be completed due to the size and position of the tear. Microscopic examination (x10) of the tear identified ragged edges which are indicative of an excessive force having being used. Conclusion: the tear is not a mfg fault.